Event description:
It was reported that during a hemorrhoidectomy procedure, 3/5 of staple line was not stapled and 2/5 of staple line had malformed staples. It was completed by additional suture. There was no pt consequence.